Manufacturer narrative:
(B)(4). Unit received with unresponsive buttons due to corroded keypad trace. Unable to perform displacement test or selftest due to unresponsive keypad. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the down button of insulin pump was not working. Customer's blood glucose value was 120 mg/dl. Customer stated that numbers was not ramping on their own also the scroll bar was not moving with no input. Customer stated an alarm was not in progress at the time the button was unresponsive. Customer stated that buttons was responding now after replacing the new battery cap. The device will return for analysis.